Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. The company representative (rep) reported that the patient had an abscess that had to be drained. The company rep was unsure if the abscess was caused by the pump and the patient had pump and catheter removed in february of 2025. No other issues reported at this time. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient issue was a subdural hematoma. The location of the abscess was found to be under pressure. This was aspirated and sent for cultures and not aware of the results of cultures that were sent. It was because of this hematoma that the pump was removed. The company rep stated that nothing would be returned as product was discarded.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-feb-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.